Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a serial number label fading. The test p-cap locks properly into the reservoir compartment; however, a slightly dented retainer ring was noted during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case and a broken belt clip rails. Cosmetic damage was confirmed at the serial number label of the pump during analysis. Retainer ring damage (a slightly dented retainer ring) was confirmed. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported device labels, including serial number and dome label stickers reported as missing, removed, worn, faded, or damaged following usage. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and mmt-1885 was returned for analysis.